Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that she experienced a low blood glucose event. Customer stated she received a high predictive alert at 5 30am. She noticed that the battery was low and the infusion set was rubbing against her ribs. At 6 am she changed the battery and checked her blood glucose which was at 255 mg/dl. She treated with a manual injection. Customer stated she believes she gave herself about 2 units but was sleepy and saw a bubble in the needle and didn't measure the insulin carefully. Customer stated she had to get up at 7 and ended up waking up until 7 30am. She felt low and went to the kitchen to get orange juice and fell to the floor unconscious. Customer's spouse was there and gave her a glucagon shot. Customer stated she might have over treated since she probably still had active insulin from the insulin pump when she gave the manual injection.